Manufacturer narrative:
Concomitant medical products: 6935m55 lead. 5867-3m adaptor, implanted: (B)(6) 2019. 5086mri52 lead. 5086mri45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to pocket infection. Cultures were taken. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.